Event description:
It was reported that patient's implanted neurostimulator was unresponsive to telemetry attempts by physician program, patient programmer, and recharger. The use of antenna locator resulted in a power-on-reset (por) condition on the device. Patient was also unable to adjust the stimulation. The patient discussed the por issue with the manufacturer representative which resulted in the matter being resolved. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 39186-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4).